Manufacturer narrative:
(B)(4). Device ntlc75 batch #: unknown. Cartridge sr75 (lot # u40d2g). Device analysis: no device was received for analysis, only a sr75 reload. The analysis results found that a sr75 reload was received with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that before an open colectomy, the anvil jaw and the cartridge jaw could not be joined before the firing, and the gripping surface of the cartridge was broken. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient. No further information is available.